Event description:
Customer reported high blood glucose. He stated on the third day of using his infusion set, his blood glucose was between 400 and 500 mg/dl. He stated the infusion set is no longer receptive to insulin. Changing the infusion set usually resolves the issue. This issue started about a year and a half ago. Customer's current blood glucose is 398 mg/dl. He has not treated yet. Customer experienced no symptoms of high blood glucose. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by site or set issues. Customer was advised to do a complete set change and monitor his blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.